Event description:
It was reported that the tip of the unit broke inside the pt. It was further reported that the broken pieces were retrieved. It was further reported that there was no harm to the pt. It was further reported that there was a 5 minute delay.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.